Event description:
Report submitted based on the precedence of "thumbwheel malfunctions during deployment" and "retraction wire separates from retraction sheath". As per complaint form: " ipsilateral approach. A 6f cordis sheath was used along with a 0'35 terumo advantage glidewire. The stent was flushed and the lesion was pre-dilated. The lesion was calcified but the anatomy was not especially tortuous. The stent was advanced over the wire without kinking or torsion and passed the lesion with only small constraint. The deployment system stopped half-way and it was impossible to deploy with the thumbwheel. The stent remained in place and the second half was deployed by retrieving the stent sheath. The outcome was good and an other 6-40 zilver ptx was deployed successfully. It had no impact on the patient and did not require any additional procedure.

Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "as per source doc.: " I have received the mail below, for a zilver ptx complaint as per complaint form: "ipsilateral approach. A 6f cordis sheath was used along with a 0'35 terumo advantage glidewire. The stent was flushed and the lesion was pre-dilated. The lesion was calcified but the anatomy was not especially tortuous. The stent was advanced over the wire without kinking or torsion and passed the lesion with only small constraint. The deployment system stopped half-way and it was impossible to deploy with the thumbwheel. The stent remained in place and the second half was deployed by retrieving the stent sheath. The outcome was good and another 6-40 zilver ptx was deployed successfully. It had no impact on the patient and did not require any additional procedure." Device evaluation: the zisv6-35-125-6.0-120-ptx device of lot number c1431083 involved in this complaint was returned for evaluation with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and a document based investigation was conducted. The device involved in this complaint was evaluated in the laboratory on the 20 september 2018. The complaint is confirmed as the failure was verified in the laboratory. The retraction wire was separated. Difficult patient anatomy can be a possible root cause as per the evidence observed in the laboratory and the information available. Calcification of the lesion could have caused or contributed to resistance as the device was advanced beyond the lesion. It is possible that this resistance caused or contributed to high deployment forces resulting in retraction wire separation. Retraction wire separation can cause the thumbwheel to malfunction resulting in deployment difficulties. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that a CAPA has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: prior to distribution, all zisv6 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1431083. It may be noted that the instructions for use supplied with the device states the following: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device.¿ summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk for this complaint is risk category iii/low. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report submitted based on the precedence of "thumbwheel malfunctions during deployment". As per complaint form: "ipsilateral approach. A 6f cordis sheath was used along with a 0'35 terumo advantage glidewire. The stent was flushed and the lesion was pre-dilated. The lesion was calcified but the anatomy was not especially tortuous. The stent was advanced over the wire without kinking or torsion and passed the lesion with only small constraint. The deployment system stopped half-way and it was impossible to deploy with the thumbwheel. The stent remained in place and the second half was deployed by retrieving the stent sheath. The outcome was good and an other 6-40 zilver ptx was deployed successfully. It had no impact on the patient and did not require any additional procedure".